Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported posterior capsule (pc) rupture, patient vision lost. No questionnaires were returned from the customer. However, the customer sent in a dvd for review of the reported event. Two patients were noted. This is the review for the second patient noted. Two clear cornea incisions were made. A fairly opaque cataract was seen through the dilated pupil. A manual capsulorhexis was completed and phacoemulsification followed. Bubbles were seen preceding the phacoemulsification in the anterior chamber. After the second portion of the ¿chop¿ process, there appeared to be trampolining in the anterior chamber. The posterior capsule (pc) tear occurred near the end of phacoemulsification. There was minimal vitreous loss. The vitrectomy immediately followed and a foldable intraocular lens (iol) was implanted into the sulcus. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule." No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 7, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant surgery, the patient experienced a posterior capsule rupture. The rupture occurred while "cutting the core". The patient is reported to have "lost vision". This is the second report for this facility. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).